Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected for premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected for premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that data analysis confirmed normal device battery consumption. Device reprogramming was changed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected for premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that the suspected pbd was not confirmed. No adverse patient effects were reported.